Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension. Product ID: 3389s-40, lot# va07rg7, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va0cs74, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the lead was found to be eroded. The clinical diagnosis was erosion of the plastic sheath overlying one of the deep brain stimulation (dbs) leads. The device diagnosis was initially reported as lead malfunction, but further information clarified device diagnosis was not applicable. An extension revision was performed on (B)(6) 2017 and a boot was placed around the wire and was tunneled further cranially. The etiology was described as related to the device/therapy. The outcome was stated to be unresolved at the time of study exit/death/study closure. The entire system was explanted on (B)(6) 2017. Additional actions/interventions included unscheduled clinic or office visit. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a worsening in parkinson's symptoms. No further complications are anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension; product ID 3389s-40, lot# va07rg7, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead; product ID 3389s-40, lot# va0cs74, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.